Manufacturer narrative:
(B)(4). The complaint indicated that the package looked as if the package had been opened (was not sealed). The customer was not sure if device was opened at their account and put back on shelf or if device packaging was already open prior to the account receiving device. The ec60a device was returned without the individual carton and without the blister. The tyvek was returned folded. The tyvek was visually inspected using ultra-violet (black) light which shows clearly that the tyvek had previously been sealed to the blister. It is unknown when the package was opened. Packages are 100% inspected immediately after sealing and the sealed blister package is placed into an individual carton immediately after visual inspection. Random inspection is performed. Packages are never opened and returned to cartons at the packaging facility. It is suspected that the package was opened and then inadvertently returned to the shelf at the account. Due to the tyvek evidence of prior seal, the complaint cannot be verified/confirmed. Lot history records for l4ea3d, product code ec60a, were reviewed. No protocols, defects, non-conformances or quarantine noted. The product met all in-process and finished goods specifications upon release of the product.

Event description:
It was reported that prior to an unknown procedure, the device was inspected during set up of case and it looked as if the package had been opened (was not sealed). The customer was not sure if device was opened at their account and put back on shelf or if device packaging was already open prior to the account receiving device. This device was never used. Device and packaging were saved to send back for analysis the case was completed with another device of the same product code. There were no patient consequences reported.